Event description:
Received a spontaneous call from the patient's sister stating that pump sn(B)(4) started to alarm and beep last night and stopped working. Switched to back up pump and no harm or missed doses. Sending replacement pump for tomorrow and she will return this pump. Reported to (B)(6) by: patient/caregiver. Dose or amount: 16ng/kg/min. Frequency: continuous, route: IV. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: pah.